Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that rubber on ampule bottle was already torn when the surgeon attempted to use the cement (p/n: (B)(4) during the surgery on (B)(6) 2018. The surgeon judged it was a defective product, and it was not used for the surgery. It was also torn already when the surgeon opened 2nd one. The 3rd one was a faultless product, so the surgeon used it and the surgery was completed without problem. There was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # (B)(4). ¿this product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.¿